Manufacturer narrative:
(B)(4). This ipg serial number was included in a field correction and a field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history

Event description:
It was reported the patient is having her scs system removed. The patient alleged her scs is no longer functioning. An sjm rep met with the patient and was unable to communicate with the patient's ipg with external devices. Per the physician's request a replacement charger was sent to the patient to further troubleshoot the issue before they move forward with an explant.